Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 31 mg/dl following unknown user action. The user was transported to the hospital by a caregiver where the user was diagnosed in hypoglycemia and treated with glucagon and intravenous therapy and discharged (B)(6) 2026. No long-term health effects were reported.